Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to bacterial infection. Reportedly, it was explanted on (B)(6) 2019 at (B)(6) hospital. There were no additional adverse patient effects reported. All available information indicates that the ICD was explanted.